Event description:
Co was recently informed of an inicident that occurred involving needle. As of 10/93 co is no longer the distributor for this device. This report is to notify the FDA as well as the MFR. A pt had a breast biopsy performed on 12/6/91. A tender firm area was noted post biopsy at that time. On 7/16/93 the pt underwent a mammogram during which it was discovered that a 2.5cm piece of the localization needle had been retained in the pt's left breast following the 12/6/91 biopsy procedure. On 8/6/93 the needle was surgically removed from the pt's left breast.